Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: france. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that prior to surgery that the presence of an unknown debris was discovered inside the unopened box. There was no harm or injury to the patient as there was no patient involvement. Due diligence is complete. No additional information is available.no adverse event reported.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection of the battery case found that two of the batteries had evidence of corrosion. The feeling of the -dried fluid- inside the tray and on the tubing was consistent with the corrosion on the batteries. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.